Event description:
The complainant reproted that while the physician was flushing ttp j-tube in preparation of performing the therapeutic procedure of placing the device in the pt (age and gender unknown), the j-tube was found to be detached from the device hub. A replacement j-tube enteral feeding device was placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem, as the device was outside of the pt when the event ocurred.